Event description:
It was reported by the account that the patient was not having the weight loss the she thought she should be getting gastric bypass procedure upon removing the band the surgeon noticed that the small plastic piece was moving up and down the tubing, but did not come off the tubing. The case was completed with no patient consequence.

Manufacturer narrative:
(B)(4). Information was not provided by the contact. Displaced. The curved band/balloon with 35.5cm of catheter, noted that the tubing strain relief (tsr) was loose on the catheter, the velocity port with locking connector and 7.8cm of catheter and an intra operative picture provided by the surgeon. Upon visual inspection, it was observed that the buckle from the band was returned torn on the snorkel side, the shell was cut and it was observed that the balloon was also torn near of the snorkel side. Several brown and yellowish stains were observed around band and balloon. The actuator ring from the velocity port was returned in unlocked position, hooks were retracted. Suture holes from the velocity port were attached with a green suture. To mitigate strain relief movement, a design enhancement was implemented with the approval of the FDA to glue the strain relief to the locking connector to mitigate potential movement or migration. The manufacturing records were reviewed and no anomalies were found during the manufacturing process.